Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system. The user confirmed that the proximal seal was properly installed in the delivery device through the seal loader window, but the proximal seal could not be used because it did not deploy correctly . The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system. The user confirmed that the proximal seal was properly installed in the delivery device through the seal loader window, but the proximal seal could not be used because it did not deploy correctly . The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: a3 - date of event changed to 05/24/2019. (B)(4). The hsk iii device was returned to the factory for evaluation. Sign of clinical use and no evidence of blood was observed. A visual inspection was conducted. The delivery device was returned inside the loading device with the seal observed inside the loading window. The delivery device was removed from the loading device. The seal and tension spring assembly remained inside the loading device. The blue slide lock was engaged and the plunger was not depressed on the delivery device. The seal was taken out from the loading device for inspection. No sign of crack/delamination on the seal. The following measurements were taken; the inner delivery tube diameter was measured at .198 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based on the received condition of the device the reported ¿activation problem¿ was not confirmed but confirmed for analyzed failure mode ¿fitting problem¿.